Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker was experiencing far r oversensing leading to inappropriate automatic mode switch (ams) episodes. Programming changes were made. There were no patient consequences.